Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas 6000 e601 module. The sample initially resulted in a troponin t value of 18.05 pg/ml and it repeated as 5.37 pg/ml.

Manufacturer narrative:
The patient sample had an additional repeat value of 5.09 ng/l. The 5.37 ng/l repeat value was considered correct. Calibrations took place on 09-dec-2022, 01-jan-2023, and then only on 04-mar-2024. Per product labeling, a new lot calibration is recommended after 12 weeks and a new reagent pack calibration is recommended after 1 week when using the same pack. Controls were not measured on the day of the event. It is recommended to run qc at least once a day when an assay is used for the measurement of patient samples. Upon review of the alarm trace, 4 sample related alarms occurred on (B)(6) 2024. The sample clotting time of 20 minutes would not be sufficient if the tube did not contain an additional clotting agent. The sample centrifugation time was longer than recommended by the tube manufacturer. A fixed angle rotor was used for centrifugation and this is not recommended for tubes with separator gel. A general reagent issue could not be identified. The investigation could not identify a product problem. The issue is consistent with insufficient pre-analytic sample handling. Medwatch field d4 has been updated.